Event description:
Onset of raised pruritic rash approximately five days post adiana implant procedure (B)(6) 2011 with placement of only one implant. Hypopigmented rash with worsening of rash post second implant placement (B)(6) 2012 with diagnosis of ctcl confirmed via biopsy x3 between (B)(6) 2013 - (B)(6) 2013. Rash is still unresolved to this date.